Manufacturer narrative:
(B)(4). Customer will not return the product; customer exchanged it at the pharmacy. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; customer stated feel physically fine related to blood glucose level, customer the blood glucose reading are within the expected range.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 170 and 319mg/dl. The customer's expected fasting blood glucose test result range is 102 to 130mg/dl. The customer feels well and did not report any symptoms at the call time. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stated that was hospitalized with lung infection; however, customer was tested for blood glucose at the hospital with the true track and obtained result of 319mg/dl; the nurse consider the meter's result was off; customer was tested with hospital's device and obtained result of 220mg/dl fasting. Customer was treated with insulin at the hospital.